Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer declined troubleshooting from tandem technical support and disconnected the call, there was no reported adverse impact to the customer's blood glucose level. No additional information was provided.